Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found partial lead was returned in two pieces. The connector portion was 11.8 cm and the distal portion was 54.8 cm. External insulation abrasion due to friction to another device or feature of the heart breaching the optim sheath was noted at 31.6 to 32.1 cm from the distal tip. The silicone insulation beneath was damaged at this region. All other damages found were consistent with procedural damage. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.